Manufacturer narrative:
75 pen needles affected by event.

Event description:
I am a diabetic and over the past 8 months I have run into about 75 pen needles out of 400 that I use every 3 months that do not allow insulin to be injected .,this has been an ongoing issue in the past limited to 10 a box but now in the past 8 months it has gotten worse.. Your product needs to be looked at and I feel that I should be compensated for them. The mfg number is embectame I use 4 needles a day for tresiba and humalog injections pemneedle 32gx4mm_uf_nano I do not like paying for items that are not reliable and I will report this to the state attorney general of pa and the bbb if you do not respond to my complaint it really sucks when you try to inject your insulin and the needle does not work wasting insulin that cost a ton of money and being a disabled senior it is bad business and costly to me and other seniors a copy of my script is enclosed thank you for your time

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections b3 (event date), d3 (country type & country) and h6 (component code, type of investigation, investigation findings. & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.